Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the videoscope tested positive for 3 colony forming units (cfus) of peribacillus sp. And 1 (cfu) of niallia circulans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health or any person, to which the scope could have been a contributory cause.

Event description:
No additional customer reported information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The complaint investigation did not confirm the culture test by the customer. The device tested negative by olympus, therefor the user request is not confirmed. The investigation identified the following reportable findings: air water-cylinder (tube) has foreign objects. (White foreign material) and air water-tube has foreign objects. (White foreign material). Based on the results of the investigation, the foreign material was likely caused by known inherent risk; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.